Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that issues were experienced with the diastolic and systolic readings on the radial arterial catheters. The readings were not accurate with the catheter, so cuff readings were being used instead. The issue occurred after the line was placed in the patient, preventing accurate readings. This has happened with multiple catheters.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that issues were experienced with the diastolic and systolic readings on the radial arterial catheters. The readings were not accurate with the catheter, so cuff readings were being used instead. The issue occurred after the line was placed in the patient, preventing accurate readings. This has happened with multiple catheters.